Event description:
It was reported that a cadd® cadd-legacy® 1 pump was not functional. After putting in the first set of new batteries, the pump began to make a funny noise. The patient attempted to replace the batteries four times and the pump would not turn on. No error message was displayed. Patient was informed to have two functional pumps. No description of an adverse health outcome was reported.

Manufacturer narrative:
.

Event description:
It was unknown if the device issue occurred while in use with the patient.